Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the touchscreen was intermittently unresponsive. There was no reported impact to customer's blood glucose. Although requested, customer did not provide additional information and declined tandem technical support's offer to follow up.